Event description:
The customer applied the pod on her hip and activated it on (B)(6) 2013 at 7:00 pm. At 2:00 pm the next day her blood glucose read "high" (>500 mg/dl) and ketones ere positive. She corrected with a manual injection and changed the pod. When it was removed, she noticed that the cannula was out of the tissue.

Manufacturer narrative:
The device has not been returned for evaluation. We are unable to assess the product condition. The customer reported that the cannula had dislodged from the infusion site. This could interrupt insulin delivery and contribute to hyperglycemia. The omnipond user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death." If insulin deliver is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal and before going to bed)."